Event description:
During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition while on the high volume setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.